Manufacturer narrative:
Correction h6: coding corrected to 2017 - improper or incorrect procedure or method.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had multiple yellow color like burns on their skin following an rfa procedure. The patient does not feel pain and any burning sensations. No further information is available at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.